Event description:
It was reported upon interrogation, the exercise and heart rate histograms were empty for approx two weeks. Prior to and after the blank period, heart rate and exercise appeared to be monitored and recorded normally. The device remains implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.